Event description:
Outbound. Patient reports ongoing issues with cadd ms3 pumps alarming they are empty and the syringe will have at least 0.2 milliliters left which is several more hours¿ worth of drug he should have, causing him to have to move his change time back more and more. Issue began when switched to subcutaneous treprostinil. Cassette lot number not provided. No further details provided.